Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted vlv evproplus-34us device experienced congestive heart failure, leading to hospitalization approximately 1 year and 1 month following the valve implant. The patient was admitted to a hospital where an unspecified valve failure was suspected, and efforts were made to rule out hypoattenuated leaflet thickening.

Event description:
Additional information was received that hypoattenuated leaflet thickening (halt) was suspected, and the valve appeared under expanded. A transcatheter valve was subsequently implanted valve-in-valve.

Manufacturer narrative:
Updated data: b1. B2. B5. E1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.